Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the sensor has been giving inaccurate reading and causing the threshold suspend on the insulin pump activate. Sensor reading was 55 mg/dl and blood glucose was actually 142 mg/dl. Troubleshooting was performed. The sensor had been in since noon. Customer was advised how when to properly calibrate the sensor and best insertion practices. Customer was advised to turn off the sensor and reconnect in the morning. Customer is not returning the sensor for analysis.